Manufacturer narrative:
A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode.

Event description:
Syringe module-burnt iui interface board. Misassembled. Iui- thermal damage. It was reported that the syringe module was sent to biomed for repair of a broken barrel clamp; and during repair the device had a burnt iui interface board. No other information is available from the customer.